Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a return of symptoms with increased pain. The pt also reported sweating the four nights before the report. The pt noted they hadn't "felt like this since the last time a pump went out on me." The return of pain began following a refill approx two weeks before the report. The pt was told at the last refill that there was difficulty getting telemetry with the programmer. No pt treatment or outcome was reported. The drug contained in the pump at the time of the event was not reported.